Event description:
It was reported that a surgeon has been having post-operative issues with screws partially backing out of a patients zero-p implant. It was further reported the screws are about one turn loose. All hardware remains implanted, no explant or revision is planned at this time. This report is for 4 zero-p screws, part number and lot number unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for four zero-p screws, part number and lot number unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.